Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The pump was sent to pathology due to the hospital protocol and the pump will then be shipped back to the manufacturer when complete. The cause of the motor stall was not determined. No troubleshooting or diagnostics were completed per the hcp. The pump was explanted on (B)(6) and replaced with a new pump. Per report, the patient was doing well with the new pump. Patient weight and medical history were unavailable. The provided information was confirmed with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 10 mg/ml; 6.356 mg/day and bupivicaine 20 mg/ml; 12.7 mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2017. It was reported the patient experienced an increase in pain. A motor stall was seen at initial interrogation. The pump status and/or event log report a motor stall occurred (B)(6) 2017 at 15:35; motor stall recovery occurred (B)(6) 2017 at 17:58; motor stall occurred (no recovery) (B)(6) 2017 at 3:18. The patient did not recently have magnetic resonance imaging (MRI). It was confirmed there were no electromagnetic interference (emi) or magnetic sources present. The pump was being replaced (B)(6) 2017. The patient has been on minimum rate and has been taking oral medication in the meantime. The pump will be returned to the manufacturer for analysis. No further complications were reported